Event description:
It was reported that on (B)(6) 2022 the patient had a drop in hemoglobin from 8.2 and 8.6 on routine lab work to 7.0. The patient's international normalized ratio (inr) was therapeutic at 2.4. The patient reported darker than normal stools, but denied black tarry stools. They also reported worsening fatigue and shortness of breath. The patient received one unit of packed red blood cells (prbcs). Coumadin (warfarin) was held pending a planned esophagogastroduodenoscopy (egd) and a colonoscopy. The patient's egd was normal but the colonoscopy revealed non-bleeding internal hemorrhoids. The patient was bridged to a therapeutic inr with heparin. The bleeding resolved. The patient was discharged on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1, ¿introduction,¿ lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient had anemia.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.